Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient refused to review the pump settings. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health impact event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.